Manufacturer narrative:
H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that there was high pressure. There was unknown patient involvement.

Manufacturer narrative:
D9: product received date 10/21/2024. H3: one device was returned for repair with complaint of high pressure. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed. Found detached downstream occlusion (dso) seal, scratched lens, and old latch. The reported problem wasn't duplicated. The dso seal, lens, and latch were replaced. Device passed accuracy test. No further action will be taken to address primary complaint.